Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead was unable to capture. The rv lead was not implanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.